Event description:
In 2007, my wife underwent that proved to be an necessary angiogram. At the conclusion of the procedure, the dr closed the arterial insertion point with an angio-seal device. After three days, this device appears to be having a far worse effect than the heart condition that prompted the angiogram in the first place. The area around the wound has become progressively bruised and inflamed, and she has broken out in a whole-body allergic rash, and her abdomen is becoming progressively distended. The doctor's response to this matter is "take benadryl and call your regular dr, it couldn't be anything to do with what I have done". Based upon the number of similar pt problems reported, it most certainly may prove to be associated with this angio-seal device. Certainly, had we been advised before the procedure that an angio-seal device was going to be used, we would have researched the matter and opted for an alternative solution. In conclusion, the primary driver for using this device is not improved pt care, but rather the economic advantage of being able to do two sets of angiograms in one day. This is pure b.s. Angio-seal and like devices are ruining people's lives. They should be thoroughly evaluated and, at a minimum much more stringent use guidelines should be established. Lastly, if found to be as dangerous as it appears to be, based upon our experience to-date, it should be pulled from the market. Please advise if and when a class-action suit is initiated. I will keep you posted. Diagnosis or reason for use: chest/heart pain.